Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) did not deliver successful therapy in the ventricular tachycardia (vt) zone. Nine rounds of anti-tachycardia pacing were delivered. Further attempts were made to pace the patient out of vt. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.